Event description:
An infusion pump "alarmed and shut off" while infusing to a pt. The facility reported the nurse obtained a new pump and restarted the infusion. The pump involved was reportedly placed outside the pt's room and was mixed with two other colleague triple infusion pumps. The serial number was not isolated. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding type of alarm, pt's demographics, diagnosis, status, medical intervention, pt injury, medication involved, or set up of the infusion device. No additional contacts were provided when requested by baxter quality management.